Event description:
The event is reported as: complaint alleged issue: capio dart/bullet lost during procedure. X-ray performed on pt. X-ray did not show bullet inside pt. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. However, the MFR will continue to monitor and trend relating complaints.